Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. Product was returned to boston scientific. No additional adverse patient effect were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Device did not triggered replacement indicator. All testing completed on the device passed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. No additional adverse patient effect were reported.